Event description:
Dealer stated they have had this chair in the warehouse since it was purchased and they pulled it out and set it up and went to charge it and the charger sparked fire and caused a fire in the shop. He states this is the first time it was used.